Event description:
It was reported that the gastrointestinal videoscope was not recognized by the stack system during set up for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the device not being recognized and the image not being displayed was due to damage to the plug unit, component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.